Manufacturer narrative:
Insulin pump received with missing end cap sicker noted. Insulin pump passed displacement test. All buttons functioning properly. No button error alarm during testing. No moisture or corroded keypad found. No flatted keypad. Connector was inspected and locked on lcd board. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the buttons were hard to press, act button and down arrow were not easy to read. The customer¿s blood glucose level was unknown at the time of the incident. Customer reported that the surface was getting thin. The insulin pump will not be returned for analysis.